Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 53 mg/dl. Customer also reported change sensor and calibration not accepted alarm. Customer received a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.